Event description:
Boston scientific received information that high pacing impedance measurements on the implantable cardioverter defibrillator (ICD) and right ventricular lead were observed during follow up. A memory dump was sent to the boston scientific technical services (ts). Ts discussed that when there is a gradual increase in pacing lead impedance combined with a stable pacing threshold and no noise on the electrogram (egm), the rv lead pacing impedance issue might be related to calcification of the lead tip. Ts advised to have the patient undergo provation tests and that there is no need to replace the lead for the moment, as long as pacing threshold remain stable and a progressive lead insulation issue was excluded. The device and lead remain in service. No adverse patient effects were reported. Addtional information confirmed that no revision was done for the moment on the device and the lead. The patient will be monitored frequently regarding the rv impedance issue and no adverse patient effects were reported. Therefore, the device and rv lead still remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.